Event description:
It was reported that, "during the tka, when the nurse opened the blister pack, she noticed the white powder in the pack. Therefore, the surgeon rinsed it by sterile water and implanted it."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.